Manufacturer narrative:
The event occurred in (B) (6).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The patient presented with a myocardial infarction the previous day. The 12x3.0mm, 98% stenosed, de novo target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. A 1.5x8mm apex balloon catheter was advanced to predilate the lesion; it was inflated successfully to 12atms/5sec. It was reported that the balloon catheter was not rotated between inflations. On the second inflation, the balloon broke at 12atms. No deflation difficulty or additional damage was noted to the balloon catheter and the balloon catheter was removed intact. The physician did not feel confident in treating the lesion with balloon dilatation; therefore the patient was transferred to a different facility where rotablation was performed. No additional complications were reported. The patient's current condition is listed as 'stable'.

Event description:
Caller tested 3.8 inr on the coaguchek xs system while a comparison lab returned as 2.3 inr. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.